Event description:
When the dr was repositioning the coil, he had trouble pulling the device. It broke and he had just the delivery wire when he pulled it out of the catheter. He was able to pull out the coil with the catheter. There was no harm to the pt.